Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the button active during startup. Upon checking with customer, quote for evaluation and repair service was sent to customer, however quote expired as the service is no longer required. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert that a button was active during start up, which can impact booting. No harm was reported to philips. Philips has started an investigation of this complaint.